Event description:
It was reported that the implants were removed due to peri-implantitis. (Non-integration).

Event description:
It was reported that the implants were removed due to peri-implantitis. (Non-integration)